Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, age, gender, weight, ethnicity and race: patient identifier, age at time of event, gender, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand hydroseal bandages all purpose 10ct USA (B)(4) 8137117297usa 8137117297usa, lot number ni. UDI #: (B)(4), upc #: 381371172979, lot # ni, exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Sepsis is a life-threatening organ dysfunction caused by dysregulated host response to infection (jama 2016). It is a systemic response to an infection and is not likely to develop from a minor wound, for which this product is intended to be used, unless there are risk factors for development of sepsis such as the type of wound (e.g., bites or burns) or an immunocompromised state. In this case, although the reporter allegedly developed ¿sepsis¿ based on verbatim, and attributed it to the use of this product, the event is unlikely to develop without any risk factors, and the insufficient information in the case (e.g., manner of use, time from use to onset of sepsis, risk factors such as medical history/immunocompromised state, and diagnosis/management at the hospital) precludes further meaningful medical assessment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported on social media an event with band aid brand hydroseal bandages all purpose. Consumer stated that product was used to treat a wound. As time went on during use, the wound became much worse. It was stated that the consumer ended up in the hospital with sepsis.